Event description:
It was reported that pump malfunction occurred after pump was charging and fell off table. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed that malfunction code did not recur, and was advised to continue using pump and to call back if issue recurred.